Event description:
The customer reported elevated red blood cells (rbcs) on controls and erroneous hemoglobin (hgb), hematocrit (hct), red blood cell (rbc), white blood cell (wbc), and mean corpuscular hemoglobin concentration (mchc) results, for one patient, involving the coulter act diff 2 analyzer. The customer stated the second complete blood count (cbc) had normal hemoglobin and hematocrit (h&h) values. The sample was sent to a reference laboratory and recovered values similar to the second cbc results, which was considered correct. The erroneous results were not released out of the laboratory. There was no patient impact. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed minor fluid leaked at the red blood cell (rbc) aperture and rbc count failed on system startup. The fse replaced the rbc aperture and resolved the issue. The fse performed latex particle procedure, clog detection, and quality control (qc); all results were within specifications. System startup passed with no issues. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. Review of the supplied data shows the sample was analyzed three times with erratic cbc results and instrument generated flag for platelet (plt) on the initial analysis and generated flag for white blood cell (wbc) on the second analysis.